Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was loose. The customer's blood glucose was 54 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with glucose tablets. The customer stated that the drive support cap was sticking out. The customer stated that they pressed the drive support cap while connected on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. The drive support disk was inspected and no anomaly was noted.